Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra2 meter read inaccurately. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 around lunchtime. The patient reported obtaining a blood glucose result of "173 mg/dl" with the subject meter. The patient manages his diabetes with novolog insulin. Due to the alleged result, the patient administered self an increased dose of insulin (11 units). Several hours after, the patient claims he felt symptoms of nausea and sweat. The patient reportedly obtained a blood glucose result of "49 mg/dl" with the subject meter. The patient did not specify any treatment. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.